Manufacturer narrative:
Result: clutch.

Event description:
It was reported by service report that the bed goes up but it will not stay up and drifts down on its own. No pt involvement or adverse consequences are reported.